Event description:
It was reported that two months prior to this report, the patient went through an airport security scanner and stimulation shut off. The patient was reportedly unable to turn stimulation back on or charge the battery since the event occurred. A power on reset (por) was to be attempted. It was noted that the plan of action would depend on the results of the por. The patient was reportedly experiencing pain at the left side implant. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the power on reset (por) was performed and the patient had a return of stimulation without issues.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 269560001, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).